Event description:
Revision surgery performed due to subsided stem, at about 1 year after the primary. The patient reported pain and the x-rays revealed that the stem was undersized. The surgeon revised also the cup that appeared loosened.

Manufacturer narrative:
Batch review performed on 02 june 2023. Lot 2103860: (B)(4) items manufactured and released on 09-june-2021. Expiration date: 2026-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved in the event: cup: versafitcup cc trio 01.26.45.0058 acetabular shell cc trio ø 58 (k103352) lot. 2109131: 100 items manufactured and released on 13-oct-2021. Expiration date: 2026-09-29. No anomalies found related to the problem. To date, 91 items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation: revision surgery 1 year after the cementless hip surgery due to subsided stem. According to report and from the radiographic images provided, the stem seems undersized. The surgeon revised also the cup that appeared not integrated. There is no reason to suspect a malfunctioning device.

Manufacturer narrative:
Clinical evaluation (corrected) revision surgery 1 year and 2 months after the cementless hip surgery due to subsided stem. According to report and from the radiographic images provided, the stem seems undersized. The surgeon revised also the cup that appeared not integrated. There is no reason to suspect a malfunctioning device. Reason for the follow-up: incorrect date of event reported: (B)(6) 2023 is the correct one ((B)(6) 2023 was reported) date of explant corrected in (B)(6) 2023 ((B)(6) 2023 was reported) event description corrected (because the delta time is different) clinical with delta time corrected.

Event description:
Revision surgery performed due to subsided stem, at about 1 year and 2 months after the primary. The patient reported pain and the x-rays revealed that the stem was undersized. The surgeon revised also the cup that appeared loosened.